Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported the sensors are not calibrating. Customer had to take out sensor due to calibration errors and change sensor alerts. Sensor glucose level was trending low in the 50s mg/dl but blood glucose level was not low. Troubleshooting was performed. Customer's blood glucose level was 169 mg/dl. Alerts were verified in the insulin pump's history. Sensor was inserted on (B)(6) 2014 on the abdomen. Alarm occurred after initialization and bad sensor occurred after second calibration error alarm. Customer was advised to change sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.